Event description:
It was reported that the patient presented to the emergency room (ER) with chest discomfort. Examination revealed that the discomfort occurred during ventricular pacing at higher outputs. Interrogation prior to the lead revision revealed that the right ventricular (RV) lead exhibited high capture thresholds. The RV lead was subsequently capped and replaced on (b)(6) 2026. Following implantation of the new left bundle branch pacing (LBBP) lead, the patient no longer experienced pacing-related discomfort. The patient remained stable throughout the procedure.